Manufacturer narrative:
Product analysis the reported endoanchor fracture was confirmed; however, the cause of the fracture could not be determined from this single view angiogram. Procedural angiograms showing attempts to deploy the endoanchor were not received for a thorough analysis of the event. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Possible anatomical causes of the anchor fracture include implanting into areas of calcification, thrombus, and highly angulated anatomy. Improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier can also contribute to an endoanchor fracture. As noted by the physician, it is believed this was the reason for the fracture was a medtronic stent graft that interacted with the endoanchor. Analysis of the returned film did not reveal any stent graft integrity issues. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was used prophylactically during an unknown endovascular procedure. It was reported during the index procedure an endoanchor broke in half after deployment. Half remained in the applier and the other half remained in the aorta. It was further reported that there was no fragment floating in the patient's vasculature. Half of the endoanchor is into the adventitia. The applier was removed from the patient. It was reported that the endoanchor came in contact with a medtronic stent graft (esbf2814c103e) which was implanted approximately one week earlier. It was reported that the interaction between the endoanchor and the stent graft was the reason for the fracture. No additional clinical sequalae was provided and the patient is fine.